Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. The customer was not able to replicate the event, therefore the will not return the pump for investigation.

Event description:
The customer reported an over infusion of a 24 hour chemotherapy solution. The patient was to receive 4 doses of chemotherapy each over 24 hours. The solution was a combination of: doxyrubicin 25 mg+ etoposide 130 mg + vincristine 0.9 mg and was set to infuse at 45.5 ml/hr. The bag was hung on (B)(6) 2015 at 20:00 and on (B)(6) 2015 at 16:15 the pump alarmed for air in the line and it was at that time the nurse noticed there was only 100 ml left in the bag when there should have been 300 ml left. The infusion was stopped and a new pump was obtained and the infusion rate was decreased until the rest of the solution was infused. Throughout the infusion the patient experienced facial flushing but that could have been an overall reaction to the medication and not a result of the over infusion. There was no report of patient harm or although requested, no specific event details were provided.